Event description:
It was reported the patient presented for an implant. The physician placed a right ventricular lead and a pacemaker. Upon testing, the right ventricular lead conveyed noise so it was replaced by another right ventricular lead which, in turn, conveyed noise. The physician then removed the pacemaker and implanted a different pacemaker. Upon testing the second lead with the second pacemaker, no noise was conveyed. The physician thought it was possible that electromagnetic interference might have caused the issues. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.